Event description:
This is a spontaneous report by a baxter employed nurse with supplemental information by a nurse from the USA of break in aseptic technique and bacterial peritonitis coincident with dianeal pd4 ultrabag therapy. On an unreported date over 25 years ago, the patient began dianeal pd4 ultrabag therapy (6 liters daily) intraperitoneally (ip) for peritoneal dialysis (pd) via continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, a break in aseptic technique occurred described as the patient bites off the mini caps. On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was a break in aseptic technique. On (B)(6) 2011, the patient began remedial treatment with vancomycin and tobramycin ip (doses, frequencies not reported). Dianeal pd4 ultrabag therapy was ongoing as was remedial treatment with vancomycin and tobramycin. The event of bacterial peritonitis with culture positive for streptococcus sanguinis was ongoing but improved. It was unknown if the event of break in aseptic technique had resolved. On an unreported date, the patient had received retraining for the break in aseptic technique twice. The nurse stated the event of bacterial peritonitis with culture positive for streptococcus sanguinis was not related to dianeal pd4 ultrabag therapy as streptococcus sanguinis is commonly found in the oral cavity and the patient would bite off the mini caps due to poor dexterity. A causality statement was not provided for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown and patients discard samples after use, the sample was not requested. A lot number was not provided; therefore, a batch review will not be conducted. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was confirmed. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause for the report of use error-breach in aseptic technique, which resulted in peritonitis was undetermined.